Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the adc device. The caller reported high sensor readings, and the customer was shivering and had seizure and loss of consciousness. However, the caller did not report of third-party intervention. There were no further details provided.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on plug assembly and observed contamination on the pcba triangle. Contamination observed on pcba triangle has been deemed insignificant to cause any issue. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The issue is therefore not-confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the adc device. The caller reported high sensor readings, and the customer was shivering and had seizure and loss of consciousness. However, the caller did not report of third-party intervention. There were no further details provided.